Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The alleged failure balloon burst/ruptured occurs when anatomical/procedural factors encountered during the procedure limit the performance of the balloon; therefore this complaint has been assigned the most probable root cause of operational context. (B)(4)

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilatation procedure performed (B)(6), 2010 on a patient over the age of (B)(6). According to the complainant, during the procedure the balloon burst when inflated to 15mm, the third of three labeled balloon sizes. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.